Event description:
It was reported during implant procedure that the left ventricular lead had dislodged. Attempts to reposition the lead resulted in difficulty removing the stylet and the connector pin detached. The lead was exchanged and successfully replaced. The patient was stable and asymptomatic.